Event description:
As reported by implant patient registry, a patient underwent explant of their 29mm sapien 3 ultra resilia valve in the aortic position approximately 1 year and 6 months post tavr procedure. The device was explanted for an unknown reason and replaced with an edwards surgical valve.

Manufacturer narrative:
Investigation is ongoing.

Event description:
According to the medical record review, patient had a tee 1.5 years post tavr with indication for endocarditis. The tee showed ef of 60%, aortic valve prosthesis cusps are thickened with restricted motion suggestive of thrombus or infection, and indicative of a component of aortic valve prosthetic stenosis. A 7x3mm mobile echo density was found on the aortic side of aortic valve prosthesis cusp in the non-coronary sinus, most consistent with vegetation. Mean gradient was 18mmhg and valve area was 1.3cm2. The constellation of findings is strongly suggestive of transcatheter aortic valve prosthesis endocarditis. Two days prior to the tee, the patient had a cardiac CT performed for indication of periodic fevers and night sweats. The exam showed halt of all leaflets and infection/vegetation could not be excluded. No operative note or pathology note was provided.

Manufacturer narrative:
Upon further investigation, a redaction to this report is required. The new information received in medical records indicates that the valve was explanted due to late endocarditis. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. With the new information provided, this event is no longer reportable to the FDA. As the new information indicates, the endocarditis occurred >60 days post tavr implant. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.